Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) hiv ag/ab results on the architect i1000sr analyzer. The following information was provided: sid (B)(6) was (B)(6) using the roche and vidas methods and was (B)(6) using the architect hiv ag/ab assay. There was no impact to patient management reported.